Event description:
It was reported that while using 3 bd plate columbia iii agar 5% sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we have received 3 x 10 boxes from a carton of columbia iii agar (B)(4) - lot 1285566, contaminated"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the complaint trend was reviewed for a period covering 12 months. Similar complaints were identified for lot number 1285566. The batch record for the respective lot was reviewed. No deviation from the validated processes was registered. All qc release testing was satisfactory. The internal acceptance quality limit (aql) for sterility was not violated. Picture samples show four plates of lot 1285566 affected by a microbial contamination. Based on the internal investigation and the picture samples provided, this complaint can be confirmed for contamination. An internal action limit was not reached and a complaint trend or systemic failure of validated manufacturing processes was not identified. Catalog number 254098 is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was not identified and an internal action limit was not triggered. A definite root cause was not identified. H3 other text : see h10.

Event description:
It was reported that while using 3 bd plate columbia iii agar 5% sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we have received 3 x 10 boxes from a carton of columbia iii agar ref. 254098 - lot 1285566, contaminated.